Event description:
It was reported that a nail was explanted. Implantation was done several years ago with no issues. The patient was in a car accident recently and developed pain around the nail. Surgeon would like the nail examined to see if it sustained any damage from the accident which lead to the patient's pain.

Manufacturer narrative:
(B)(4).